Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted due to exit block. Patient was good after event.